Event description:
It was reported that when using the bd pyxis¿ es server, multiple patient details was not crossing over station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where multiple patient details were not crossing over. A technical support specialist (tss) dialed into the carefusion coordination engine (cce), restarted the cce service, and confirmed that all messages were successfully draining. The system functioned as intended after the technical support specialist troubleshot the devices.